Event description:
Baxter product surveillance contacted the home patient on (B)(4) 2011 in regarding another issue and the patient said there was a hole in the patient line and there was a leak she said because of this she contracted peritonitis. She said she had already contacted her nurse about this and her nurse gave her some medication for it. Since then she has been resuming therapy successfully. On (B)(4) 2011, product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse. The pd nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. She reported that it was peritonitis-unspecified. The nurse stated that the patient had reported there being a crack or hole in the patient line of the cassette which caused fluid to leak out of the tubing. The patient was treated with antibiotics and catheter flushes. Patient is recovering and therapy is ongoing.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Additional investigation is being conducted through CAPA (B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, and the assignable cause is determined as no device malfunction or use error identified.